Event description:
Patient reported left side "incapsulated, capsular contracture baker grade unknown, leaking and its hard as a rock" diagnosed via ultrasound. Healthcare professional later reported "rupture" confirmed via ultrasound and "capsular contracture baker grade unknown". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, silicone migration, rupture

Manufacturer narrative:
Clarification to h6 of previously submitted medwatch: the codes of a0412 and a010402 were reported in error.

Event description:
Later, healthcare professional reported "small amount of fluid surrounding implant" and "pericapsular fluid" diagnosed via ultrasound.